Event description:
It was reported by svc report that there was a 202 error code on the footboard display. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell.